Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. A review of the device history record provides assurance the part was accepted with conformance to the product requirements.

Event description:
Primary surgery occurred (B)(6) 2008. Revision due to pain and loosening.